Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 424 mg/dl and 116 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range 1 week ago. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number and expiration date unknown.